Event description:
The hospital reported that during the ssphenous vein harvesting procedure, the surgeon moticed a foreign body inside the patient's leg. The procedure was stopped and the foreign body was removed with forceps. The procedure was completed without any further issue. No other patient complications were reported.